Event description:
After an implantation period of approx. 71 months, oversensing on the ventricular channel was reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve showed fluctuating values between 450 and 600 ohms with single drops to 330 ohms in the period from (B)(6) 2019 till (B)(6) 2019. The rv coil continuity and the svc coil continuity showed intermittent value drops to less than 200 ohms from basis values of 400 ohms and 450 ohms respectively in the same time period. Furthermore, the available iegm freezes demonstrated artifacts on the right ventricular channel leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.